Manufacturer narrative:
Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during when an attempt was made to secure a lead in the implantable neurostimulator (ins) at the time of ins implant, that the ¿torque wrench did not fit into the screw only for [electrode channel] 8-15¿ and that ¿it did not close even though it was turned. It ¿could not be connected even though reinsert was performed many times.¿ it was noted however that there was ¿no problem with the torque wrench because [electrode channel] 0-7 could be connected.¿ the ins was replaced with a new ins, which was opened and connected without problems. An ins ¿defect was suspected.¿ there were no external factors reported that may have led or contributed to the issue. The chronic pain patient was alive with no injury at the time of report. No complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found there was an additional setscrew under the grommet. Visual examination revealed a punchout hole in the setscrew grommet; however, testing of the programmable features and output ranges determined that the ins was functioning normally. H6: please note that method code b17, result code c20, and conclusion code d14 have been removed at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.